Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the implantable neurostimulator (ins) was explanted along with the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the reason for removal was infection, not a device related issue. The doctor involved had the swab results. No further complications were reported/anticipated

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 388928, lot# 0212296874, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer had their complete system explanted due to an infection. It was noted that a swab was taken at the time of implant. Actions/interventions were noted as antibiotics. The issue was noted as resolved.